Event description:
It was reported that ICD was found in bvvi mode. The device was reprogrammed and functioning properly. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.